Manufacturer narrative:
A beckman coulter fse (field service engineer) was at the customer's site on the prior day to evaluate the instrument for a different event which occurred on (B)(6) 2013. Please see medwatch report #1061932-2013-01345 for the report of the event which occurred on (B)(6) 2013. The fse was dispatched again to evaluate the instrument for the vacuum errors and full vic. The fse discovered that the tubing at pinch valve lv15 was not seated properly and proceeded to reseat the tubing to resolve the vacuum errors and allow for the vic to drain. Failure mode of the event is attributed to the tubing at pinch valve vl15 which was not seated correctly; the instrument generated vacuum erorrs to alert the customer of an instrument issue. (B)(4).

Event description:
The customer reported that the vic (vacuum isolator chamber) was full and the instrument generated vacuum errors involving the coulter ac*t diff analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.